Event description:
It was reported that a perforation and pericardial effusion occurred. A watchman access system (was) was positioned and three watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. During the procedure, two closure devices were attempted unsuccessfully, due to not meeting release criteria. After deployment of the third closure device (24mm), contrast injection confirmed a perforation. During the final effusion sweep at the end of the procedure, a pericardial effusion was discovered. The patient was monitored for approximately 30 minutes before a pericardiocentesis was performed. The effusion was resolved within 25 minutes. The patient is doing well and has been discharged.